Manufacturer narrative:
Exact date unknown, event occurred over a week ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.